Event description:
It was reported that after the administration of the product, the needle of the syringe remained in the patient¿s muscle. There was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - catalog #: potential product item: el31915, el1915, sb5021. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was provided for evaluation. As a result, the investigation could not confirm whether a quality-related issue contributed to the reported problem. The reported issue could not be verified. Therefore, no further action will be taken at this time. A lot history review could not be conducted because no lot number was provided by the customer.

Manufacturer narrative:
Updated d4 - lot number updated d7a - single use device d5 - operator of device d4 ¿ catalog no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A device history record (DHR) review could not be conducted because no lot numbers were identified. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.